Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the left ventricular lead exhibited high capture thresholds in all the vectors. The physician elected to program the device in rv mode only. The patient would continue to be monitored. The patient's condition was good post event.